Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. The console was functionally tested and the reported complaint was confirmed. Lm34 temperature probe was replaced to remedy the tcmid: 05 (coolant diff failure) error message. A review of the event log was performed and no discrepancies were observed. After replacing the part identified during service, the thermogard console met its performance specifications or otherwise performs as intended. Performance specifications include all claims made in the labeling for the device. Historical complaints were reviewed for service information related to the reported complaint and a similar incident was reported on (B)(6) 2015. The root cause was determined to be a poorly seated connector of the temperature probe 34a/b on pic16 board.

Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during set up,the thermogard ivtm system s/n: (B)(4). Displayed error message tcm:ID 05 (coolant diff failure). In the mean time ,the crushed ice was used to cool the patient. After 3 hours,another themorgard was used to continue therapy. No other information was provided.